Event description:
This lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2014. A product experience report states that this device had expected fracture of durata lead and rv pacing threshold was unattainable due to no capture at maximum output. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).